Event description:
Reporter indicated that vns pt experienced two episodes of asystole lasting 1-2 seconds and some bradycardia during intraoperative lead test. The pt reportedly recovered on their own with no intervention. Stimulation was initiated at a later date without further cardiac incident.